Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the system suddenly encountered a non-recoverable fault with error code 86 displayed. Prior to call users power cycled system but error persisted. Error 86 present on dashboard in artemis but not in logs, possible due to restart or error 86 (voltage issue) affecting connection to onsite. The tse guided caller through hard power cycle of the vision side cart (vsc) making sure all subsystems were off before restoring power and restarting. The system started up with error 86 again. Error 86 present in logs after restart. The tse informed surgeon system is not functional in current state and fse will have to visit to resolve. Error pointing at 12 v issue with ipd board. The procedure was converted to a traditional laparoscopic surgery and completed with no reported injury. Isi contacted the initial reporter and obtained the following information: the conversion did not result in increasing port size incision or adding additional ports to the patient. The patient tolerated the change when the procedure was converted and there was no reported injury to the patient.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the redundant power supply. The system was tested and verified as ready to use. As of the date of this report, the redundant power supply has not yet been received for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The core redundant power tray assembly was returned for failure analysis, and the reported error 86 was replicated and confirmed. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed, programmed, and tested on the printed circuit assembly (pca) is4000 system where error 86 was triggered at startup, to troubleshoot the root cause of this reported event, the intuitive surgical core power distribution (ipd) board was tested, power cycles the system 12x with no error reported, let it idle for 1 hour in normal mode with no error triggered. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a fault on a component or module within the core redundant power tray assembly.